Event description:
Was reported to philips the device shuts off. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device shuts off. There was no patient involvement.